Event description:
It was reported that during an internal jugular central line in ICU, it was noted that the large drape inside the kit did not have the adhesive around the opening. It made it difficult to keep the field sterile. Two kits from the same lot same were reported. No pt complications were reported.

Manufacturer narrative:
Device not returned.